Manufacturer narrative:
Device not returned. If the device or add'l info becomes available, a supplemental report will be issued. The results of the investigation are inconclusive as no device or x-rays were made available to stryker. Because neither the pt or device info were made available, root cause cannot accurately or effectively be determined, however upon review of the event with the sales rep, the failure of the adapter may have been attributed in combination of user error and an isolated incident where the distal portion of the stem was in such a press-fit condition that it could not be removed by conventional means. There have been no other reported events of the fracture of the mcreynolds adapter.

Event description:
It was reported that during a removal of a restoration modular hip due to an infection. The pt was a male with advanced aids and t.b. The surgeon progressed according to surgical protocol to remove this 1 1/2 yr old n.p. During attempts to loosen the stem, the threaded portion of extracton bolt broke off in the stem. Due to pt's illness, further attempts to remove the stem was abandoned.